Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information available following initial report of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. What suture type was used? 2. What suture size was used? 3. When the event occurred, was the suture placed near the hinge of the clip? 4. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? 5. Was the applier checked for damage (jaws straight and aligned)? 6. What was the surgical procedure involved? 7. Was this a robotic procedure? 8. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No product available for return a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture clip was used. The device was tougher than normal to clamp down on the suture. They did get it to work but stated that it was unusual. No patient consequences. No device available for return. Additional information has been requested.